Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removed') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("sub-serous leiomyoma measuring 5.5 cm in large axis"). The patient was treated with surgery (hysterosalpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine leiomyoma with essure. The reporter commented: batch number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: inter-ovarian hysterectomy: sub-serous leiomyoma measuring 5.5 cm in large axis with no suspected malignancy. The cervix, endometrium and tubes do not present any histological particularity. Most recent follow-up information incorporated above includes: on 3-aug-2020: pathology results were received, with diagnosis of uterine leiomyoma and exclusion of malignancy, thus event uterine sarcoma was replaced with uterine leiomyoma. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removed') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("sub-serous leiomyoma measuring 5.5 cm in large axis"). The patient was treated with surgery (hysterosalpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine leiomyoma with essure. The reporter commented: batch number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: inter-ovarian hysterectomy: sub-serous leiomyoma measuring 5.5 cm in large axis with no suspected malignancy. The cervix, endometrium and tubes do not present any histological particularity. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pathology results were received, with diagnosis of uterine leiomyoma and exclusion of malignancy, thus event uterine sarcoma was replaced with uterine leiomyoma. On (B)(6) 2020: regulatory authority confirmation of receipt; references added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removed') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("sub-serous leiomyoma measuring 5.5 cm in large axis"). The patient was treated with surgery (hysterosalpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine leiomyoma with essure. The reporter commented: batch number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: inter-ovarian hysterectomy: sub-serous leiomyoma measuring 5.5 cm in large axis with no suspected malignancy. The cervix, endometrium and tubes do not present any histological particularity.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removed') and sarcoma uterus ('suspicion of uterine sarcoma') in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have sarcoma uterus (seriousness criterion medically significant). The patient was treated with surgery (essure removal and hysterosalpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and sarcoma uterus outcome was unknown. The reporter provided no causality assessment for medical device removal and sarcoma uterus with essure. The reporter commented: batch number was unknown. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.